Event description:
The pt was male but the age was unk. The target lesion was the proximal left anterior descending (lad). The vessel was an in-stent restenosis of a previously implanted driver 3.0 x 20 mm bare metal stent. The lesion was heavily calcified, highly flexed and highly tortuous. There was 99% stenosis. After crossing a runthrough guidewire, pre-dilation was conducted with a ryujin 2.0 x 15 mm balloon at 14 atm. Then, a 3.0 x 28 mm cypher stent was delivered to the lesion, but it wouldn't cross at the proximal end of the lesion. Therefore, the physician retrieved the unit and found the stent to be flared the distal end. A different cypher (same size) was used instead without problem and the procedure was safely finished. There was no pt injury reported. The product was clinically used and will be returned for analysis.

Manufacturer narrative:
This device (lot 13433192) is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional info will be submitted within thirty days upon receipt.